Manufacturer narrative:
G4: 22sep2020. B4: 23sep2020. A good faith effort was made, and the respiratory director stated that the device was not in use on a patient, and there was no delay in patient care. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance. An fse was dispatched and could not duplicate the issue. The fse verified an error associated with the internal temperature high at mc pcba was in the significant event log, and the unit was operational for 30 minutes with no issue found. The fse replaced the blower assembly and motor controller pcba per the service manual submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14oct2020 b4: (B)(6) 2020 the blower motor assembly was returned for evaluation.visual inspection of the blower assembly¿s outer surface revealed no evidence of damage or contamination. Blower spins freely. A failure investigation (fi) technician installed the blower motor into a fi ventilator to attempt to duplicate the reported issue. The blower motor was booted in the normal ventilation mode to check for check for alarms and errors. The fi technician could not duplicate the reported issue. The customer complaint was not verified. No fault was found with the returned blower motor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01sep2020.

Event description:
It was reported to philips that the device had an error message that keeps coming up: check vent blower temperature is high. The device was not in clinical use at the time of the event. There was no report of patient or use harm. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance.